Manufacturer narrative:
The pump was received with no audible tone/beep due to a broken red transducer wire. The pump passed the operating currents measurement, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The pump had a cracked case at the display window corner, cracked battery tube threads, minor scratches and a cracked display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the device would not alarm. Customer mentioned her blood glucose was over five million. Device did not make a sound with self test. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.